Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced a melted acid pump cable and would not stroke anymore. The blood pump was replaced and the issue was resolved. There was no patient involvement, no harm or adverse event reported. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Component code plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced a melted acid pump cable and would not stroke anymore. The blood pump was replaced and the issue was resolved. There was no patient involvement, no harm or adverse event reported. Additional information was requested, however, to date has not been provided.